Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The sensitivity was programmed to resolve this issue and the lead is still in use. The left ventricular lead had fluctuating and high impedances measured. The lead remains in use. No patient complications have been reported as a result of this event.